Manufacturer narrative:
Pending evaluation. Concomitant device(s): 32 +3.5 cocr head.

Event description:
It was reported that this female patient was revised due right hip pain. The femur was dislocated and the femoral head removed. The stem was checked and found to be well fixed. Attention turned to cup. The liner was removed with the use of a bone screw and chisel. The cup was checked and found to be well fixed. A new g1 xle poly was implanted along with a new head. Patient was last known to be in stable condition following the event. Device is not available for return.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and femur dislocation.

Manufacturer narrative:
H11. Additional manufacturer narrative- this case has been found to have a duplicate with more/accurate information. All new and additional information will be reported in MFR # 1038671-2024-01805.